Manufacturer narrative:
It was claimed by the customer staff that the citadel plus side rail was broken off. The bed was damaged by the patient who was trying to climb over the rail. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the event description, the side rail was damaged by the patient who shifted all of their weight on the side rail (climbing over the rail). The photographic evidence revealed that the side rail panel was mechanically damaged, it was detached from the side rail mechanism (the screws holding the panel were ripped off). The instruction for use for citadel plus bed frame (IFU document number: 831.374_en) includes following information: ¿side rails are not intended to restrain patients who made a deliberate attempt to exit the bed.¿ ¿caregiver should always aid patient exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. The citadel plus bed was in use. This complaint is deemed reportable due to the safety side detachment from the bed frame. No injury was claimed.

Event description:
It was claimed by the customer staff that the citadel plus side rail was broken off. The bed was damaged by the patient who was trying to climb over the rail. No injury was reported.